Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support. Customer¿s blood glucose level was 116 mg/dl.